Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Company representative reported via e-mail that the customer was called and he sounded disoriented, confused and made long pauses between responses. The customer stated that he did not know his blood glucose level. He was advised to take something with carbohydrates and he drank a yogurt smoothie. The customer explained that the insulin pump alarmed no delivery the day before so he gave himself a little more insulin. He stated he has had 4-5 infusion sets that gave him no delivery alarms. He explained that when he gets the alarms, he removes the infusion set and re-inserts it; he did not recall if the cannulas were bent. Blood glucose level was checked 15 minutes after the customer treated and one meter read 76 and the other 58 mg/dl. At the end of the call blood glucose level was at 86 mg/dl. Troubleshooting was not performed. The customer requested to be called back. The customer was called back but could not be reached. The device will not be returned for analysis.